Manufacturer narrative:
The reported complaint of error message "system error, out of service, revert to manual CPR" on the autopulse platform (B)(4) was confirmed during power on. The root cause of the reported complaint was due to a defective pca processor board. Upon visual inspection no physical damage was observed; however the drive shaft was exhibiting binding and resistance. This observation was not related to the reported event. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message. Upon customer approval, the processor board will be replaced and deburring of the clutch plate will be performed. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.